Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the device has 13.5 life time on hours recorded with repeated user power on cycles. It is reasonable to conclude that an object had been placed on top of the device and resulted in the charge-pak and the hybrid layer capacitor (hlc) batteries to become depleted. The customer was provided a replacement device.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.